Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in blood. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician had repositioned the lead twice with no issue, due to low sensed r-waves, but when the physician attempted to reposition the lead a third time the physician could not re-deploy the screw fully after turning the screw twenty times. It was noted that there was still a visible gap in the lead which indicated that the screw was not fully out. The lead was removed and the physician tried to deploy the screw outside the patient¿s body and it was clear that the screw could not be fully extended. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.